Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii results for a patient sample. The patient has mutations in hbsag gene and samples have consistently given false negative results on the alinity. The following data was provided: sample ID (B)(6) result = 0.44 s/co non-reactive no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot 51366fn00 and complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of complaint lot 51366fn00. Testing met all acceptance criteria indicating the products are performing as expected and there is no issue with the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I hbsag qualitative ii reagent for lot 51366fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 8p10-32 has a similar product distributed in the us, list number 8p10-21/-31.

Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii results for a patient sample. The patient has mutations in hbsag gene and samples have consistently given false negative results on the alinity. The following data was provided: sample ID (B)(6) result = 0.44 s/co non-reactive no impact to patient management was reported.